Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected pump on (B)(6) 2021. Flow rate testing was confirmed that the flow rate deviation is -2.98%. The flow rate accuracy is within +/- 5% which is inside of the passing criteria. The reported flow rate issue was not confirmed.

Event description:
On (B)(6) 2021, a distributor of infutronix reported an issue on behalf of an end user: "pump 303577 was over infusing. Starting volume was 140 ml and it was a 24 hour infusion at a rate of 5.8ml/hr. It should have ended at or around 3 pm on thursday, the 28th, however, the bag was dry at 8:30 am on thursday." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed.